Manufacturer narrative:
Gehc recommended replacement of the carrier/com express board. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2018 phone call, (B)(6) 2018 phone call, (B)(6) 2018 email.

Event description:
The hospital reported that, during a case, the unit had a system malfunction. The clinician reportedly cycled power and continued the case. There was no reported patient injury.